Event description:
It was reported that the left monitor was not working and was producing grainy images. This issue will cause the sys to be unusable due to a loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.